Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 568 mg/dl. Customer was giving herself a bolus and received an insulin flow blocked alarm. The customer stated the event was resolved by changing the infusion set. Customer completed troubleshooting. The infusion set was replaced. No product will be returned for analysis.